Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2016. Brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated for the past week and a half they have been feeling pain in their chest. Patient stated it "feels like a grown man is punching them in the chest" to the point where at times it is level 10 pain to where they feel like they are going to be sick or pass out. Patient also stated sometimes they can feel a slight pain in the back below the shoulder blades, possibly from the leads moving. Patient stated they tried calling their mdt rep today, as well as "someone else higher up". Patient stated they can't find a managing physician because "there are hardly any doctors that do medtronic stimulators anymore". The patient was redirected to their healthcare provider to further address the issue. Agent sent physician listings for the patient's area to the patient. Patient also requested the area mdt reps be requested, as patient states they can meet at their primary hcp office. Agent sent rep request email. Patient also stated on the call that the battery had been "dead for awhile".